Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap colectomy, an error occurred in about 3rd actuation. The blade was broken off when the nurse pulled out the device via a trocar and wiped the blade with gauze. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the blade had not contacted with something hard such as a forceps.